Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required.

Event description:
Patient reported experiencing "a lot of problems" with their implants. The patient has had an ultrasound scan which "showed contracture plus liquid". Patient report they are experiencing pain every day and want the implants removed however when the patient visited another surgeon they advised they patient "that they are not in grade to do the operation" baker grade ii. The device has been explanted. Left side.

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: brown and red particle material on the shell. Red tissue.

Event description:
The device has been explanted.

Event description:
Patient reported experiencing "a lot of problems" with their implants. The patient has had an ultrasound scan which "showed contracture plus liquid". Patient report they are experiencing pain every day and want the implants removed however when the patient visited another surgeon they advised they patient "that they are not in grade to do the operation" baker grade ii. The device has been explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported experiencing "a lot of problems" with their implants. The patient has had an ultrasound scan which "showed contracture plus liquid". Patient report they are experiencing pain every day and want the implants removed however when the patient visited another surgeon they advised they patient "that they are not in grade to do the operation" baker grade ii. The device remains implanted. Left side.